Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that after placing the laryngeal mask on the patient, a leak was detected in the system. They suspected that the mask was causing the leak, they proceeded to change it. As the leak persists, the entire circuit was inspected again, and a crack was detected on afnx1900 - anes circuit, adult, 72 in limbo, 3l bag on the corrugated circuit.the customer confirmed that there was no patient harm associated with the reported event.